Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed smoke coming from the architect scc. There was no visible fire. The customer turned the power off. There was no impact to patient management, user safety, or facility damage reported.

Manufacturer narrative:
The customer observed a small amount of smoke coming from the scc of the architect (B)(4). The field service engineer (fse) found the scc f+ power supply was the source of the issue. A new power supply was installed to return the scc to normal function. A review of the (B)(4) service history found no contributing factor on or around the date of the event. A review of product labeling found adequate instructions regarding electrical specifications and requirements, electrical hazards, and electrical safety for the architect system. The 2017 ul certification memo indicates that abbott diagnostic equipment and accessories are certified to the appropriate safety standards, and adequate protection is provided for the operator against spread of fire from the equipment. The smoking observed from the scc-f+ power supply did not affect other parts of the scc computer or analyzer. A review of complaints found no trends for replacements of the scc platform f power supply (part number 7-206072-01). Based on the investigation there is no indication that a systemic issue or deficiency of the scc f+ power supply (part number 7-206072-01) occurred. However, the information presented reasonably suggests a malfunction of the scc f+ power supply (part number 7-206072-01).